Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but did not meet release criteria. The physician attempted to fully recapture this device, but was unable to do so since the distal portion of the device was still engaged with the tissue. The physician instead performed a partial recapture and the device was redeployed more proximal. This was repeated again in an attempt to disengage the device from the tissue, but it was still unsuccessful. The device did end up in an acceptable position and the release criteria was then checked. All criteria was met, so the device was released and successfully implanted in the laa of the patient. A very small pericardial effusion was noted on transesophageal echocardiogram following the release of the device. This was monitored for 15 minutes post implant and it was determined to be stable and unchanged the entire time. The patient remained stable throughout the entire procedure and was moved to recovery post procedure. 4 hours post procedure a transthoracic echocardiogram was performed that showed the effusion had resolved and was no longer there. The patient was doing fine following these events.